Manufacturer narrative:
Fifty-two mz1000 samples from lot: 17087743 were received for investigation of complaints: (B)(4); forty-nine samples were received in sealed packaging, and three samples in opened packaging. Additionally two bd insyte autoguard catheters and one cranberry three-way tap were received in opened packaging to assist the investigation. A visual inspection of all the samples received did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Each of the returned mz1000 samples in opened packaging were subjected to pressure testing in order to replicate the leakage, no leakage was observed throughout testing. The samples were then connected to the returned bd insyte autoguard and the cranberry three-way tap and again subjected to pressure testing; no leakage was observed from the connection of either of the products throughout testing. Additionally the testing procedure was performed with 10 of the returned mz1000 samples in sealed packaging; no leakage was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17087743 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the customer's experience could not be replicated and therefore it is not possible to conclusively link this feedback to a specific failure mode. A device history review was conducted for lot number: 17087743 the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 17087743 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: at the time of installing peripheral venous line and adding a device when starting phlebotherapy, it is filtered from the teflon connection to the device, so the customer makes a change to a new one, but it continues to leak from the shutter connection zone to phlebotherapy, finally she chooses to change to 3 steps key. 1 patient involved, male gender; device has not been re-used (initial usage).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: at the time of installing peripheral venous line and adding a device when starting phlebotherapy, it is filtered from the teflon connection to the device, so the customer makes a change to a new one, but it continues to leak from the shutter connection zone to phlebotherapy, finally she chooses to change to 3 steps key. 1 patient involved, male gender; device has not been re-used (initial usage).